Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a homechoice cassette was not able to close the opening with the bag. It was further stated that the luer spun when screwed on and did not stick. The incident occurred during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.